Manufacturer narrative:
(B)(6). Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: promus element, mr, ous 2.25x16mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found damage to the fourth most proximal strut; the strut was lifted upwards from the stent crimped profile. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the full catheter length. A visual and tactile examination found a kink in the inner shaft under the fourth proximal strut. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 27jul2016. It was reported that crossing difficulties were encountered. The target lesion was located in a tortuous coronary artery. A 2.25x16mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However returned device analysis revealed stent damage.